Event description:
Patient receiving epoch chemo bag, 500 ml over 24 hours. Hung at 1430 at 20.8 as ordered, however bag completed at 1249 2/13. Pump number (B)(4) used for infusion. Taken off and given for biomed eval. Day 2 infusion started on different pump.